Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data in the black box or download histories from the time of the reported bgs due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
It was reported that the patient was hospitalized due to elevated blood glucose levels. The patient had multiple occlusion alarms on (B)(6) 2011. The patient changed the infusion site 2 times and had no further occlusion alarms. The patient's blood glucose level rose to 523 mg/dl with ketones. The next morning the patient's blood glucose level was 430 mg/dl and then rose to "high" on the meter with ketones. The patient was then transported to the emergency room and was treated with insulin via syringe and released. A review of the pump history confirmed priming following two site changes on (B)(6) and one on (B)(6). The total daily dosages add up correctly. No mechanical problems found with the pump.